Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was on vacation and at the beach but the insulin pump got wet because of the wave. Customer stated that the pump got splashed with ocean water. Customer's blood glucose was 369 mg/dl at the time of the incident. Customer was standing and got splashed with a big wave. Customer stated that an alarm came up but she was unable to confirm what it was due to the pump display being blank. Customer stated that the pump is not responding. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.